Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15060. The pt has 2 extensions (from the same lot) implanted as part of his scs system. It was reported the pt experienced overstimulation across his shoulders and down his spine and while turning his head. The sjm representative met with the pt and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide limited stimulation. The pt later reported he was experiencing autoreducing. Additional reprogramming was unable to provide effective stimulation. Fluoroscopy images did not reveal any anomalies. The physician plans to perform surgical intervention to assess the pt's lead and extensions at later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.